Event description:
It was reported a transient ischemic attack (tia) occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient experienced a tia. Magnetic resonance imaging (MRI) was performed and the patient received unspecified care in response to the tia.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.